Event description:
It was reported that the intermittent coude catheters were not curved enough. Also stated that the coude was either not defined enough or not there at all. Per follow up on (B)(6) 2021 it was stated that the coude catheters work they were great but 90 percentage of them did not have nearly enough coude to be effective.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to machine error. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that intermittent coude catheter were not curved enough. Also added that the coude was either not defined enough or not there at all. Per follow up on (B)(6) 2021, it was stated that the coude catheters works great, but 90 percentage of them do not have enough coude to be effective.